Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s current low blood glucose value was 27 mg/dl. Customer¿s current blood glucose value was 138 mg/dl. Customer treated with glucose for low blood glucose. Customer stated that the insulin pump had a motor error alarm but they were able to clear the alarm as well as able to complete rewind the insulin pump. The product will return for the analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted. The motor also passed the motor test.